Event description:
It was reported that pump displayed malfunction alarm related to speaker and malfunction code could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery and technical support arranged replacement pump under warranty, with customer already included in field correction and having acknowledged email notice.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.